Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to start therapy in an arctic sun device, but flow rate (fr) was 0lpm. They had pressed start multiple times and therapy was not running. Cool patient box was flashing, but flow rate (fr) remained 0lpm. Disconnected and reconnected pads using proper technique. Guided to system diagnostics, system hours 4762, pump hours 4540, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 40 percentage, flow rate (fr) was 0.9lpm. They were in a hurry to get off the line. Explained relationship between heater capacity and flow rate (fr). They will call back if flow rate (fr) did not stay at least 0.9lpm. Per follow up information received via phone on 01may2025, transferred to charge nurse, who stated therapy continued without exchanging pad or device. They confirmed flow remained around 0.9 lpm. Pad was disposed of after treatment and a biomed checked the device on the floor. They said there was no issue with the device so it remained in service without repair.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Baw7667064, rev 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to start therapy in an arctic sun device, but flow rate (fr) was 0lpm. They had pressed start multiple times and therapy was not running. Cool patient box was flashing, but flow rate (fr) remained 0lpm. Disconnected and reconnected pads using proper technique. Guided to system diagnostics, system hours 4762, pump hours 4540, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 40 percentage, flow rate (fr) was 0.9lpm. They were in a hurry to get off the line. Explained relationship between heater capacity and flow rate (fr). They will call back if flow rate (fr) did not stay at least 0.9 lpm. Per follow up information received via phone on 01may2025, transferred to charge nurse, who stated therapy continued without exchanging pad or device. They confirmed flow remained around 0.9 lpm. Pad was disposed of after treatment and a biomed checked the device on the floor. They said there was no issue with the device so it remained in service without repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to start therapy in an arctic sun device, but flow rate (fr) was 0lpm. They had pressed start multiple times and therapy was not running. Cool patient box was flashing, but flow rate (fr) remained 0lpm. Disconnected and reconnected pads using proper technique. Guided to system diagnostics, system hours 4762, pump hours 4540, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 40 percentage, flow rate (fr) was 0.9lpm. They were in a hurry to get off the line. Explained relationship between heater capacity and flow rate (fr). They will call back if flow rate (fr) did not stay at least 0.9lpm.